Event description:
It was reported to philips that the system would not x-ray. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed the system couldn't emit x-ray and was stuck intermittently. It was identified that the data monitor and viewing monitor had no response. The fse checked the log files and found issues with the pc hardware. The fse re-plugged the host pc cables, cleaned the memory bank, and replaced the mother board battery. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.